Manufacturer narrative:
The manufacturer previously reported other serious or important medical events in section b2. After review, it was determined that other serious or important medical events was incorrectly selected. There was no allegation of serious or permanent harm or injury.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging heart issue and difficulty breathing, nasal sore throat irriatation or soreness related to a CPAP device's sound abatement foam. The reported event of a patient having difficulty breathing is assessed as serious injury that is possibly related to the device in this case. Hence, the device may have caused or contributed to a serious injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated.